Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The sodium electrode lot number was frh77, with an expiration date of 29-nov-2026. The chloride electrode lot number wwas gfn51. The electrode expiration date was requested, but not provided. Calibration data showed a clear trend of instability leading up to the event. Quality control data showed no problems. A review of alarm trace data showed multiple abnormal aspiration alarms near the time of the event. The field service engineer found that a vacuum nozzle thumb screw with spring had fallen off of a vertical guide post. The nozzles were checked and adjusted. The sipper and vacuum nozzle thumb screws were adjusted properly. All ise sipper flow paths were cleaned and checked. All nozzles, probes, and thumb screws were working properly. Calibration, controls, an ise check, and precision studies were run; all results were within specifications. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode and the chloride electrode on a cobas pro ise analytical unit. The sample initially resulted in a sodium value of 151 mmol/l and a chloride value of 110 mmol/l. A doctor questioned the sodium result, so the sample was repeated. The sample was repeated on a second analyzer, resulting in a sodium value of 138 mmol/l and a chloride value of 98 mmol/l. The repeat values were deemed correct.